Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance in both the bipolar and unipolar configurations. The asymptomatic patient would be monitored.

Event description:
New information indicates the lead continues to exhibit low impedance. The lead was capped and replaced during a pulse generator change out.